Event description:
The user facility reported that the device leaked onto a patient during a procedure.  There was no significant delay. Although requested, there was no information available regarding medical intervention or adverse consequences.